Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient told another hcp that the device was not functioning the way they want it to and it was turned off. No further complications were reported/anticipated.